Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "defective keypad", which was experienced during evaluation as a delayed keypad response intermittently. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had a "deffective keypad". It was also reported there was no patient involvement.